Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow up MDR will be submitted if additional information is obtained. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was noticed after placement of the arterial sheath. The physician elected to seal the dissection with a patch as a result of the event. The physician was able to reaccess and continue with the procedure. It was reported that there were no health consequences as a result of the event.